Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the device branch fell off, however, no fragments of the device fell into the patient abdomen. The intended procedure had a slight delay as the broken fragments was being searched along the patient abdomen. The procedure was completed with no known patient harm, or injury reported. No user injury reported.